Event description:
It was reported that during a ptci procedure, another co's stent was placed in a bifurcated lesion of the lad and diagonal vessels jailing the distal lad. A stent strut was then dilated to improve lad flow. Subsequently, this guide wire was placed into the diagnonal to do post-dilation using a double wire technique. A balloon was used to post-dilate in the diagonal and the diagonal guide wire was pulled on for removal but would not come out. The guide wire appeared to go freely forward, but would not come back. The guide wire was pulled with force and the deployed stent appeared to come with the guide wire, inverting upon itself for a short distance. The pt was sent to bypass surgery to bypass the deployed stent.